Manufacturer narrative:
P-cap locked in place properly during testing. Unit passed displacement test and self test properly. Software error detected noted in formatted history file due to software error. Hardware low level failures noted in formatted history file. Problem isolated to electronic assembly. Unit also received with cracked case(battery tube). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had multiple pump errors. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Customer stated insulin pump had crack. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.